Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: transseptal needle; product ID: non-medtronic product. Product type: ultrasound catheter; product ID: non-medtronic product, product type: introducer; product ID: non-medtronic product. Product type: mapping catheter; product ID: non-medtronic product. Product type: sheath; product ID: non-medtronic product. Product type: sheath; product ID: non-medtronic product. Product type: diagnostic catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the effusion was discovered at the end of the case using intracardiac echocardiography (ice) imaging. The physician was unable to determine exactly when this occurred. The patient was discharged home around noon the following day after the procedure.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath; product ID: 990045, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a pericardial effusion was noted at the end of the case. The procedure was completed. The effusion was treated with a pericardial tap and a pericardial drain was left in situ. The patient remained stable and was alive with injury. No further patient complications have been reported as a result of this event.